Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first flange of the stent was successfully deployed; however, when retracting the catheter, it was noted that the first flange of the stent failed to expand and the first flange came out of the pancreatic collection. While moving the delivery system proximally, the stent prematurely deployed off the delivery system and became stuck in the working channel of the scope. It was reported that the first flange of the stent did fully expand when it was fully-deployed. The stent was successfully removed from the scope with biopsy forceps and the procedure was completed with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
A hot axios delivery system was received for analysis. The stent was not returned. A visual evaluation of the device noted that the stent deployment hub was returned in step #4 and the catheter hub was in its original position. The catheter lock was in the unlocked position and the yellow safety clip was not returned. There was a bend near the luer connection and kinks in the polyimide inner shaft. The outer sheath was measured to be within specifications. A functional evaluation found that the catheter hub and stent deployment hub advanced and retracted without any resistance. There were no other issues with the device. The investigation concluded that the noted device defects are consistent with the application of excessive force to the delivery system. Based on the analysis of the returned device, there is no evidence that the device malfunctioned. Per the axios directions for use (dfu): "excessive retraction may pull the stent out of the target structure or result in poor positioning of the stent first flange." Taking all available information into consideration, the investigation determined that the cause of the reported event was most probably anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first flange of the stent was successfully deployed; however, when retracting the catheter, it was noted that the first flange of the stent failed to expand and the first flange came out of the pancreatic collection. While moving the delivery system proximally, the stent prematurely deployed off the delivery system and became stuck in the working channel of the scope. It was reported that the first flange of the stent did fully expand when it was fully-deployed. The stent was successfully removed from the scope with biopsy forceps and the procedure was completed with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.